Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the back shell is cracked and the bolt for the angle bracket for the wheelchair back canes, right rear, is broken.